Manufacturer narrative:
Per the clinic, the patient experienced magnet dislodgment. Surgery to reposition the magnet has been completed (date not reported). This report filed (B)(4) 2015. Device remains implanted.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced pain while undergoing an MRI examination on (B)(6) 2015. Subsequently the patient was treated with cortisone.